Manufacturer narrative:
Retained and returned samples from the same lot were evaluated for adhesion properties as well as reviewing existing biocompatibility on file. A review of the test results did not reveal any issues with the samples evaluated.

Event description:
On (B)(6) 2015 - the end user alleged the device caused an allergic reaction to his skin.